Event description:
Omnipod 5 g6 system pod (generation 5) had 1 pod burst while wearing it, resulting in superficial laceration and bleeding in abdominal area. Patient required doctor visit and antibiotic prescription.